Event description:
Patient received a dose of bendamustine prepared with the tevadaptor syringe adaptor. There is an incompatibility with the solubilizer (n,n-dimethylacetamide) and the plastic connector of the syringe adaptor. The original formulation of bendamustine did not contain n,n-dimethylacetamide. With the formulation change, there was inadequate notice to avoid using with incompatible plastics. Relevant links: (B)(4).